Event description:
A peripheral transluminal angioplasty ("pta") catheter was used in a pt with pulmonary stenosis. The z-med ii (23 x 4) would not pass over the 14 sheath, sheath removed and balloon tried to pass into vein itself but balloon winged. Finally after one hour the catheter was replaced with a tyshak 20 x 4 and this went well. The pt developed pulmonary oedema and was discharged in two weeks post procedure and is doing very well.